Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. The customer's blood glucose level remained within normal range without any adverse impact. Technical support instructed the caller on how to press the button effectively and, as the problem persisted, arranged to replace the pump. The customer continued using the current pump as backup therapy and was informed about the replacement process and the return of the problematic device.